Event description:
An email was received regarding a primary plum set alleging that each time, the silicon septum is depressed on the clave by the introduction of a male luer, and the septum does not return when the male luer is removed. This blocks off the clave valve, causing pump occlusion and sometimes leakage elsewhere through the buildup of pressure. The incidence of this seems to have increased noticeably in the last 12 months since the introduction of the spiros. The mating device was a spiros male connector. The status of the product at the time of the event was during infusion. The length of device was in use was 0-3 hours. The type of procedure was chemo. Various medications were used. Sample photos were provided showing the blocks off the clave valve. There was no serious injury, and no blood loss was reported. No unprotected chemo exposure. The product is not available to be tested. There was a patient involved, no delay in critical therapy, and no adverse event was reported.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.

Manufacturer narrative:
One picture was received for evaluation which showed that the secondary port had a stickdown. The complaint of stickdown and leakage can be confirmed. The probable cause cannot be determined without the return of the used set. The lot history could not be reviewed due to no lot number being provided.